Event description:
It was reported that a user performed a factory reset on the ilet system, subsequently treated a low glucose episode, and then announced a ¿ghost meal¿ as a corrective action, prompting concern about whether these actions invalidated the reset; the user was transferred to a clinician for additional guidance and assigned further training. Symptoms included episodes of low and high glucose. A high glucose value of 401 mg/dl was reported. Outcomes included the need for product troubleshooting and user education. Investigation included review of use patterns and user training needs. Investigation of this case revealed user technique concerns related to using meal announcements as a corrective measure rather than as intended. It was concluded that additional user training should be provided and clinical guidance should be sought to ensure appropriate use of meal announcements and correction strategies.